Event description:
In (B)(6) 2022 the complainant in (B)(6) had a successful cp support of over 8 days when it was explanted. The patient was additionally supported by ECMO. Later in (B)(6) 2022 the patient outcomes were updated from the (B)(6) registry that hemolysis, an access site bleed, and renal failure prompted rbc infusion and dialysis.

Manufacturer narrative:
The medical center in (B)(6) discarded all impella pump and introducer sheath product. No investigation to root cause is possible. Should the (B)(6) registry or medical center share more information, a final report will be filed with root cause.